Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported as the device is owned and reported by an zimvie. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined this product should not havebeen reported as the device is owned and reported by an zimvie. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the screw was broken during the procedure. Attempts have been made and no further information is available.